Event description:
Voluntary medwatch report received reported that the right ventricular (rv) lead was explanted due to system infection and vegetation on the leads. No additional adverse patient effects were reported.